Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple temperature alarms. Reportedly, the pump was not exposed to extreme temperatures. The customer's blood glucose level was 96 mg/dl. It was confirmed that the customer had manual injections available for alternate insulin therapy until replacement pump is received.